Event description:
It was reported that a smiths medical pump alarmed "no disposable - nd clamp tubing". Pump settings: rate:37 ml/24hr, res vol: 16.7 ml, given: 55.35 ml. Air in tubing was noted. No injury to patient. No further information available.